Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up loss of capture, high capture threshold, decreased r-waves and dislodgement were observed. Lead perforation was noted via echocardiogram. The lead was explanted and replaced. The patient remains well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.